Event description:
It was reported that left bundle branch block (lbbb) and second degree atrioventricular (av) block occurred. The patient was selected for a 25mm lotus edge valve implant due to aortic valve stenosis. A right femoral artery approach was accessed. The native aortic valve was treated with balloon valvuloplasty using a 20mm non-bsc balloon, according to the instructions for use(IFU). Next, subsequent deployment of a 25mm lotus edge valve involved successful repositioning of the lotus edge valve with 5 partial re-sheaths and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). During the first two attempts, the lower end of the frame was not fully opened, so partial resheath was performed. During the third deployment, the electrocardiogram revealed the patient went into lbbb. After the valve was placed, the rhythm shifted to second degree av block with a intrinsic beat rhythm.